Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat a paroxysmal atrial fibrillation presented an irrigation issue. Physician had just gone transeptal into the la and started to map, and we had just prepped the farawave accordingly. I noticed while the catheter was at the table it was not dripping any fluid at the irrigation port. I double checked connections. Had the tech disconnect and reconnect via wet-to-wet connection. No change. Had the tech re-flush with a 20-cc syringe and reconnect after. No change. We had just used this exact set up previously with no issues. I replaced the catheter and the issue was resolved. The procedure was completed without patient complications. The device is expected to be returned.